Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and has no sound. The device was not in clinical use on a patient at the time of event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mx40 telemetry device displays a speaker malfunction error message and has no sound. The device was not in clinical use on a patient at the time of event.